Event description:
The device was used during a hysterectomy procedure. Reportedly, the roticulator was applied to the vaginal cuff and would not release nor did staples release. The instrument had to be pried loose.